Manufacturer narrative:
The returned valve has been received and analyzed by our quality control. The laboratory results show a liquid with some deposits inside the valve, ut the reservoir is clean. The functional controls performed to check the valve drainage performance and the rotation of the rotor do not reveal any defect. However, the pressure values of to highest settings (ps4 and ps5) were found lower than their specifications. The traceability documents of the valve shows that ll the pressures values were adequate during the manufacturing pressure controls. Given these results, no relevant conclusion can be drawn to explain the pressure differences observed between the manufacturing values and the post-implantation values. The reported overdrainage could be due to the low pressure settings (ps4), or to an incompatibility between the patient's icp and the valve model. Nevertheless highest pressure setting (ps5) might have been reached to prevent overdrainage. (B)(4) takes into account your complaint and includes this case in statistical f/u.

Event description:
A spva-sx (with antechamber and siphon x) was implanted to a (B)(6) female a couple of months ago. They increased the valve to the maximum pressure setting and then had icp checked. Her icp didn't alter at all when it would of expected to with the pressure change. By consequence, the patient had an overdrainage. They removed it and put another valve in.